Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured in january 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix syringe inlets had particles on the inside of the primary packaging. The particulates were discovered prior to patient use. There was no patient involvement. No additional information is available.